Manufacturer narrative:
(B)(4). The batch was manufactured november 26, 2012 - november 27, 2012. The device was received for evaluation. Visual inspection revealed a ruptured bladder in a non-footing position. A microscopic examination was performed, and markings on the exterior surface of the bladder were observed near the rupture line. The reported condition was confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during manual filling with an unknown drug using a syringe. There was no patient involvement. No additional information is available.